Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead measuring 43.8cm from the lead tip was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported the patient reported to the clinic due to multiple shocks. The lead was capped and replaced due to a suspected lead malfunction.